Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose levels ranging from 250's to 350's (mg/dl). The customer delivered multiple boluses via the pump. During troubleshooting with tandem technical support, it was revealed that the protective cap had not been removed from the cannula prior to insertion. Reportedly, the customer changed the site.